Manufacturer narrative:
Complaint product was not returned. The complainant facility was unable to provide a sample for eval. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Due to the lot number being unk, a record review on each lot delivered to the complainant for the three months prior to the complaint event date has been completed. The symptom code has not been exceeded for any of the delivered lot numbers. A review of the batch product record was performed for each lot that was delivered to the complainant in the previous three months. There was no add'l info applicable to the complaint noted. The event in the complaint is unconfirmed. The fmc pahrmacovigilance physician concludes itching or pruritus is a symptom which could be caused by many problems. This pt's symptoms are not consistent with a dialyzer reaction. This event of pruritus is not thought to be caused or be contributed by the use of the dialyzer. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
A user facility of the fmc device has reported a pt went to the emergency room complaining of itching following his hemodialysis treatment. Medical records show itching symptoms are long standing with this pt with the best symptom relief coming from administration of uv light. The pt was using the device prior to this reported event and continues to use it.